Manufacturer narrative:
The affected device was requested back to the manufacturer site for a detailed investigation. Results revealed that the occluder was loose from the shaft of the motor. This has been identified as the root cause of the reported malfunction.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the sorin electrical venous occluder (evo).the incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device but he was not able to reproduce the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an electrical venous occluder (evo) triggered an error message during priming. There was no report of patient injury.